Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had noise on the egrams for which the patient had received shocks. It was further reported that the ventricular impedance was >3000 ohms.